Event description:
It was reported, the patient presented with an l1 traumatic fracture on (B)(6) 2012. A laminectomy decompression and fusion was preformed from t12-l3 using the synthes matrix system. Pedicle screws were placed bilaterally from t12-l3. The patient was readmitted when he complained of pain and imaging confirmed that the ti polyaxial head ((B)(4)) and ti locking cap ((B)(4)) had broken and/or disengaged from the screw ((B)(4)) which remained in the pedicle of l3. The locking cap remained threaded into the polyaxial head and was loosely fixed around the rod. The locking cap and polyaxial head were removed by sliding the implants off of the distal end of the rod. The matrix screw was then removed using the proper instrumentation. No other implants were removed or implanted to replace the screw. Post-revision, pedicle screws remain from t12-l3 on the left side and from t12-l2 on the right side. The patient was under anesthesia for an hour during the revision surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Weight reported as (B)(6) but no units provided. (B)(4). Additional product codes: mnh, mni, kwq, kwp (B)(4). Device was used for treatment, not diagnosis. Placeholder.